Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Detection methods associated with the event are written in the instruction manual "gif/cf/pcf-190 series operation manual: chapter 3: preparation and inspection", and prevention measures are written in "gif/cf/pcf-190 reprocessing manual: chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; no water was fed due to clogging of the nozzle. In addition to the foreign material found due to insufficient cleaning, other evaluation findings are as follows: loss of water tightness due to wear of the scope cover packing; the air/water cylinder and suction cylinder had discoloration; the plug unit had corrosion due to water leakage; the circuit board unit in the scope connector had corrosion also due to water leakage; the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the objective lens, and the light guide lens had a crack; the light guide lens had a chip; the bending tube was deformed; the connecting tube coat was peeling; and the universal cord had a wrinkle. Lastly, there were scratches on the following parts: the flexibility adjustment ring, the grip, the forceps channel port, switch #1, the control unit, the scope cover, the switch box, the right/left knob, the upward/downward knob, the scope connector case unit, and the scope connector cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's air/water channel was clogged. There was no report of patient harm. The device was returned, evaluated, and a whitish foreign material resembling glue mixed with red fibers was found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.